Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and was treated with bolus. Customer's current and at time of incident blood glucose value was 401 mg/dl. The customer declined to troubleshoot for high readings. The customer stated infusion cannula was bent. The product was not returned for analysis.